Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and checked logs and found fault code indicating the video generator board should be replaced. The fse replaced the video generator board and tested the unit. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump displayed gas loss alarm during use on patient and unable to complete a manual autofill because of iab fill button issue. There was no adverse event or patient injury reported.